Event description:
It was reported that the right ventricular lead triggered an alert for high impedances that were out of the programmed range. An interrogation showed abnormal oversensing and showed pacing impedance had gradually increased. It was noted that the superior vena cava (svc) defib portion measured high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) performance data was collected from the device and analyzed. The save to disk noted primary result showed lead sensing function oversensing. (B)(4) - ventricular nst<(><<)>=150 ms between (B)(6) 2012. The save to disk also noted lead impedance out of range high. (B)(4) - patient alerts for out of tolerance sub-threshold lead impedance from (B)(6) 2009. Weekly pace impedance trend data, gradual increase for min and max svc defib= inf (un-filtered data) ohms between (B)(6) 2012. The save to disk noted lead impedance defib svc out of range high. (B)(4) - patient alerts for out of tolerance sub-threshold lead impedance on (B)(6) 2012. Weekly pace impedance trend data, gradual increase for in and max rv pace= 808 to 1056 ohms range between (B)(6) 2012.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.